Event description:
Patient had a heart catheterization with stent placed in the saphenous vein graft. Reported that the embolic protection device failed during the procedure. Unable to retract filter/basket into delivery catheter, unable to advance filter back into the catheter. Device was removed intact from the patient without harm. New device used without any issues.